Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and trace ketones. Suspected cause of bg was due to an unspecified pump issue. A correction bolus was delivered and the basal rates were increased to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.